Manufacturer narrative:
A good faith effort was made to get the device associated with this complaint back for evaluation, but there is no additional information available as the reported part was scrapped by the customer. Based on the investigation, there is insufficient data available to determine the actual cause of the incident. The customer disposed of the device. The patient is reported to be at home with no more issues.

Event description:
It was reported to philips that the fetal scalp electrode (fse) has remained embedded in the baby's scalp on removal of the electrode. The baby needed surgical intervention to remove the piece of electrode.